Event description:
The customer reported that one of the pins in the ac power module broke off into the power cord.

Manufacturer narrative:
(B)(4): the customer reported that one of the pins in the ac power module broke off into the power cord. The customer was sent a new ac power module under warranty which resolved the failure. As of 8/26/10, there have been no further calls concerning this issue from this customer site.